Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken im nail and screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The implant surgery occurred on (B)(6) 2012. A follow up report will be submitted when we receive new information about this case. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the left femur; was shown to be broken during a follow-up x-ray. The xrays showed a non-union at the fracture site. In addition, there was one broken screw found during the follow up.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken im nail and screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The implant surgery occurred on (B)(6) 2012. On (B)(6) 2015 the broken im nail was replaced with an 11mm x 400mm, standard nail using two proximal screws and one distal screw. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the left femur; was shown to be broken during a follow-up x-ray. The xrays showed a non-union at the fracture site. In addition, there was one broken screw found during the follow up.on (B)(6) 2015 the broken im nail was exchanged.